Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge onto the pump resulting in an empty cartridge alarm. Reportedly, the customer had loaded the cartridge with 200 units of insulin the day prior. A new cartridge was loaded onto the pump resolving the issues. Blood glucose level was 131 mg/dl.